Event description:
On 5/23/93 an r.n. Attempted to remove jackson-pratt drain from patient times 3. Physician notified and attempted to pull out drain and tubing broke off leaving half of jp inside. Set-up sterile field, applied local anesthesia around jp site and attempted to remove but was unsuccessful under local. Patient was informed that she would have jp drain removed in 1-2 weeks by outpatient surgery. Returned on 6/10/93 for removal of jp drain with no complicationsdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided. The device was destroyed/disposed of.